Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained compounded baclofen with a concentration of 2000 mcg/ml at a dose of 711 mcg/day and an unknown brand of morphine with a concentration of 4 mg/ml at a dose of 1.4 mg/day. It was reported the patient had a magnetic resonance imaging (MRI) procedure on (B)(6) 2016, and the pump never recovered. The logs were checked. The patient's status at the time of the report was in baclofen withdrawal. Surgical intervention was planned. The issue was not resolved at the time of the report. Additional information received from the manufacturer representative reported he wasn't sure of the reason for an MRI. No results were known. The pump was updated the day after by the clinician, but did not recover. No cause was known as to why the pump hadn't recovered.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. In the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the pump was replaced on (B)(6) 2016 .

Manufacturer narrative:
Analysis found that there was a motor stall due to shaft-bearing and that there was corrosion/wear/lubrication on the pump motor gear train a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was a motor stall due to shaft-bearing and that there was corrosion/wear/lubrication on the pump motor gear train. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.